Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, lung disease and reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, lung disease and reduced cardiopulmonary reserve. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Evidence of sound abatement foam degradation/breakdown was observed. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. During the investigation technician observed 0 errors logged. Dirt-like contamination on the rear panel. Dust-like contamination on the blower box. Dirt-like contamination on the bottom enclosure. Insect in bottom enclosure. Potential mineral deposits on the blower motor. Potential mineral deposits on the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Dust-like contamination at the air inlet of the blower box. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and power cord. Pil disassembled the device and then reassembled the device.